Manufacturer narrative:
The root cause for the reported snapped latch is not clear, but most likely related to rough handling or accident. In the repair shop of draeger service a faulty part or a material related failure of the bolt could not be found, therefore a production or material problem is excluded. The damaged bolt can be determined obviously via visual inspection. Nevertheless a d-vapor with a bolt having only one latch can be adapted and locked on a mounting back bar without any danger of fresh gas and/or anaesthetic vapour leakage. Therefore the reported leakage must have a different root cause as incorrect adapting (e.g. Tilted) and locking of vaporizer in question. Proper mounting, locking and leak testing according to requirements of instructions for use are mandatory.

Event description:
It was reported that a draeger vapouriser could be locked onto back bar of a third party anesthesia device but this stopped flow down stream, leak when seated. Found to have bent vapouriser locking spring within back bar and small piece of metal missing from sevo vapoursier locking pin ¿ still able to be locked to machine. No harm as ventilation of patient maintained by other method. Initially only apartly broken locking pin was reported, on (B)(6) the manufacturer received information that ventilation was affected.